Event description:
Related manufacturer event number: 3006705815-2022-18268. It was reported that after being in a car accident the patient was experiencing pain at the ipg site and ineffective therapy due to high lead impedances. Surgical intervention was undertaken on (B)(6) 2022 wherein the ipg pocket was moved and lead was explanted and replaced. Effective therapy was established post operatively.

Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000091888.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.